Event description:
Health care professional of home patient reported home patient was hospitalized for fluid overload while using the homechoice cycler for apd therapy. Mother of home patient reports home patient received dialysis while hospitalized using pac-xtra cycler and was released 9 days later. According to home patient's mother, the health care professional requested a homechoice cycler replacement although the health care professional was attributing fluid overload to the home patient's high blood pressure medication. Home patient's mother reports home patient has been switched to a different blood pressure medication as a result of this incident. Follow up with health care professional reveals health care professional feels fluid overload was not related to blood pressure medication but to reduced dwell times, contrary to information relayed by the home patient mother. Health care professional relates home patient's primary health care professional may have modified home patient's program parameters on the homechoice cycler to provide consistent dwell times throughout therapy as a result of this incident. Health care professional has no further details and will have home patient's primary health care professional forward any further information.